Manufacturer narrative:
(B)(4).

Event description:
Customer states that the hubs attached to the extension lines "sheared"off when a nurse was trying to apply the line clamps on the extensionsets.

Manufacturer narrative:
(B)(4). The customer returned one 2-lumen catheter for evaluation. The sample contained obvious signs of use in the form of biological material. Visual examination revealed the proximal luer hub was separated and not returned. Microscopic examination of the point of separation revealed the extrusion had rough edges. The length of the extension line body measured to be 2.165" which is consistent with the nominal value of 2.10" per product drawing. The inner diameter of the extension line body measured to be 0.058" which is within specifications of 0.055-0.059" per product drawing. The outer diameter of the extension line body measured to be 0.093" which is within specifications of 0.093-0.097" per product drawing. This indicates that the wall thickness measured within specifications. A manual tug test confirmed the distal extension line was fully secured within the luer hub. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. " the customer report of extension line/luer hub separation was confirmed by complaint investigation of the returned sample. The proximal luer hub was separated from the extension line. The returned sample passed all relevant dimensional testing and a device history record review was performed with no relevant findings. An increase of extension line leaks and separations has warranted a CAPA to further investigate the issue. The probable root cause has not yet been identified.

Event description:
Customer states that the hubs attached to the extension lines "sheared"off when a nurse was trying to apply the line clamps on the extensionsets.